Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant falsely elevated cardiac troponin I (tni) results obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
Discordant falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The discordant result was reported to the physician. The same sample was reprocessed on the same instrument in duplicate. The first reprocessed result remained elevated, but the second reprocessed result was lower than the discordant results and was considered correct. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
Initial MDR 2517506-2021-00121 was filed 21-may-2021. Correction to the sample ID: (B)(6). Additional information (26-may-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated cardiac troponin I (tni) result on a dimension exl 200 system. Hsc reviewed the information provided by the customer and the instrument data files. The instrument data indicated there was an atypical sample delivery issue with sample ID (B)(6). In addition, the instrument data indicated that no other sample had experienced this issue, isolating the event to this specific patient sample. A sample integrity issue cannot be ruled out or confirmed. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.